Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The patient was under hospice care and the family decided to stop the left ventricular assist device (lvad). The autopsy will not be performed, and the pump will not be explanted. The device parameters (flow, speed, power) were within normal limits for the patient. The outcome was considered device or therapy related.